Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was completed on the same system as the failure did not impact the procedure. The philips field service engineer (fse) went onsite and fse found intermittent failure when pressing the fluoroscopy pedal. As a part of troubleshooting, fse analysed the system log file. The analysis of system log file showed error related to failed fluoroscopy. Fse confirms the footswitch failure. To resolve the issue, fse replaced the wired footswitch and returned it to philips for further analysis. Th analysis identified failures related to lose bracket and missing two anti-slip rubbers. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the issue was intermittent, the treatment was completed on same system with minimal or no delay. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the screen went black when performing fluoroscopy and was showing fluoroscopy error. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.